Event description:
Olympus was informed, that user facility personnel reported smelling something burning around the workstation. Service staff from olympus visited the facility and checked the workstation. The source of the odor was isolated to the transformer, which was said to be partially burnt.

Manufacturer narrative:
The subject cart is a class 1, 510 (k) - exempt device. The subject endoscopy cart is intended to provide mobile storage for endoscopy equipment such as video monitors, keyboards, light sources, printers, etc., and are used in endoscopy suites/ units. The original equipment manufacturer (OEM) has determined that the fuse-holder on the transformer for the subject model endoscopy cart, wm-np1, as well as six more other models, wm-p1, wm-260, wm-sc, wm-wp1, wm-dp1, wm-w260, wm-m260 can overheat, if the fuse carrier is not sufficiently tightened. The OEM's recommended torque setting for the fuse holder is 0.5 nm (newton meter). The OEM reported that the correct torque setting on the transformers were implemented on all transformers starting with a (B)(4) and up. All transformers manufactured after this serial number have been torqued correctly. A total of 3,371 carts have been distributed in the us with the affected transformers to 1,810. While olympus believes the likelihood of occurrence for this phenomenon is quite low, the company will be notifying customers to inspect the fuse holder and tighten, to reduced likelihood of occurrence. No injuries have been reported as a result of this event. (B)(4).